Event description:
On 11/14/96, the MFR's sales rep was informed by the facility's or buyer that the device was implanted on 8/30/96. The device was having problems (problems not specified). As a result, the physician explanted the device at another facility. Upon explant the physician noted that the device catheter had a slit in the side.